Event description:
While carefully checking IV tubing and phaseal system, this nurse noted a small amount of orange liquid around the joint of the female piece of phaseal system joined to y connector. The mannitol had been running through this half of the y connector, though it appeared as though doxorubicin at some point in time had backed up into this part of the y connector and had leaked around the joint. The nurse checked to see that the female piece of the phaseal was tight. The connections were noted to be tight. Five small pea-sized stains noted to patient's pants, shirt and chux pad. Y-connector was changed out and added to current phaseal system after previous y was flushed. The phaseal system was also checked, but found to be intact. Patient changed clothing and there was no contact of the skin with the hazardous medication. The nurse felt that the problem was with the y type connector and not the phaseal system. Because of the nature of the drug, the pieces were not saved. This is a hazardous medication.